Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/13/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with redness, inflammation, tenderness, and ¿stiffness¿ under the entire patch area which occurred 3 days after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. Three photos of the skin reaction in the complaint record were reviewed. The skin reaction was confirmed and is consistent with similar skin reactions previously assessed and known to occur from the sensor patch adhesive. The patient was self-treated with an otc (over the counter) topical neosporin cream. The patient then consulted with a doctor on (B)(6) 2024. The doctor confirmed the area was infected and there was a ¿pus ball¿ present. The doctor tried to squeeze the pus out, but this was not successful. The patient was prescribed oral penicillin (advised to take three times/day for 7 days). The patient was also advised to apply a warm compress to the area. At the time of report, the patient stated the ¿pus ball¿ was getting smaller¿ and was fine now. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.